Event description:
Caller reported that pt tested with freestyle and received a reading of 106 and then 180 within a two minute period. Pt lost consciousness and the paramedics were contacted. At the hosp, the customer was tested with an unk brand of meter and reported readings in the 30's and 50's. Pt was treated with oral jellied glucose.